Event description:
It was reported to boston scientific corporation that an endostat foot switch was used during a procedure on (B)(6), 2010. According to the complainant, the foot switch did not trigger energy delivery from the unit when it was pressed; the complainant noted that the foot switch cable appeared to be frayed. Another endostat unit was brought in to successfully complete the procedure. There were no patient complications as result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.